Event description:
A physician reports a 65 year old male developed increased intraocular pressure following left eye cataract surgery using healon 5 viscolastic. His pre-operation intraocular pressure is unk, but visus was 0.6. On 12/21/98, he had cataract surgery using healon 5. On 12/22/98, his intraocular pressure increased to 70 mmhg. A keratonyxis was performed, with intraocular pressure returning to 37 mmhg 1 hr later. The pt was treated with diamox and discharged. Intraocular pressure was 16 mmhg on 12/23/98 and stable since that date. On 12/30/98, his visus was 0.05 and corneal clouding could be observed (nebula). On 1/19/99, the pupilla wasn't round, macrophages and fibrinous (tissue) could be seen on the intraocular lens. However, these symptoms have resolved. The outcome was reported as recovered with sequelae. The reporting physician commented, the causality between the event and healon 5 seems probable; it was, however, rather due to incomplete removal, than (due) to the substance itself.